Manufacturer narrative:
Passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08735 inches. No air bubble anomaly noted during testing. Unit had minor scratched display window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's sister reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetes ketoacidosis with blood glucose of 698 mg/dl. The customer was vomiting. Customer was wearing the insulin pump at the time of hospitalization. The customer was still in the hospital at the time of call. Customer stated the drive support cap appears normal. Customer was unable to perform high pressure test as there was no clamp available. Customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The product will be returned for analysis.